Manufacturer narrative:
This report was originally submitted via asr on report ID # 2044160 in q4/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. An initial asr report was filed on 10/28/2016 under FDA exemption number e2011006 upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. This device's allegation was not confirmed. This device met specifications and exhibited normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2016-16167 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. The product was explanted. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, this device also exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.